Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion. Boston scientific technical services (ts) reviewed disk analysis indicating this pacemaker has chronic high rate atrial sensing which can cause an increase in power consumption. It was noted this device has the signal artifact monitor (sam) installed; however, minute ventilation (mv) is disabled. Ts discussed troubleshooting options to reduce this patient's chronic atrial fibrillation. The device remains in service. No adverse patient effects were reported.